Event description:
It was reported that the patient's battery was replaced due to battery depletion. The generator was received product analysis (pa). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.200 volts, showed neos=yes. 39.718% of the battery had been consumed. Contamination was observed on the trimmed edge of the pcba suggesting probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported low battery. Device history records for the generator were reviewed. It was confirmed that all parameters passed inspection and that the trim test tab was performed prior to when the manufacturing process was corrected; therefore, the generator of interest is not part of the laser routing issue which would cause premature eos. No additional relevant information has been received to date.